Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a biceps tendon refixation surgery the screwdriver heads of the devices ar-1915ft (lot: 15215886) broke off without any particular force being applied and remained in the anchor. This happened with 3 out of 4 anchors (all from the same pack). The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is not confirmed. One unpackaged, ar-1915ft, batch 15215886, was received for investigation. Upon visual inspection, no problems were found with the exterior of the device. No problem found with the device. All of the components were returned with the device for evaluation.